Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed that the inner coil was found fractured 1.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported high pacing impedance. The characteristics of the fracture indicate severe mechanical stress. However, based on the available information and without diagnostic images, the root cause of the elevated stress is difficult to determine. Should additional information or diagnostic images become available, the investigation will be updated. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this rv lead was explanted due to pacing impedance measurements out of range approx. 3 months after the implantation.